Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5 is unknown, no information provided to date.

Event description:
The device came in for preventive maintenance and patient outlet connector became loosened or detached was found.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received with damaged threads for the patient outlet connector, input/output label, front panel, battery cover, and four small knobs. The customer stated problem was duplicated. Device was dropped per customer statement. Installed missing knobs and patient outlet fitting with a new label. Replaced missing patient outlet fitting, control knobs and added end caps. Reshaped front panel and replaced cracked battery cover. Adjusted peep (positive end expiratory pressure) control valve, CPAP (continuous positive airway pressure) control and patient pressure cycling led (light emitting diode) to tolerance. The cause of the reported problem was traced to the customer damage of the device. No previous service history was found. The manufacturing DHR (device history review) is not relevant to the investigation due to the age of the device.